Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was infusing fentanyl for intubated patient and appeared to be infusing. It was also reported that the bag was approximately hanging for 8 hours when it was noted to have 45ml left of 50ml. Fentanyl setting were intended to be infused continuously 8.83-15.46 ml/hr. There were no alarms of any kind. The event occurred during patient infusion at the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h10: the user facility submitted medwatch (B)(4) for this event. Was inadvertently omitted from the initial MDR.